Manufacturer narrative:
The philips international field service engineer (fse) replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of report: 28jul2021. There was no patient involvement.

Event description:
The customer reported that a ventilator gave an alarm light emitting diode (led) failed'' alarm during pre-use check outside of clinical use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by an international philips field service engineer (fse). According to the customer, the issue could not be duplicated. The fse is currently waiting for the customer to schedule a repair completion date as the date has not been set.